Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 30may2019. Technical support (ts) reviewed the unit's testing setup with the customer. Ts found the customer had the end of certifier plugged during testing which would not allow flow through the certifier. Unit passed testing.

Event description:
Customer contacted technical support (ts) stating that unit failed the air flow accuracy test. The customer reported there was no patient involvement.